Manufacturer narrative:
The device was received for evaluation and an evaluation is complete. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. An internal and external inspection was completed and no problems were revealed. A homechoice return instrument test/evaluation (rite) functional testing had no issues or errors and all tests passed. Rite electrical failed the ground bond test. During evaluation it was determined that cause of the ground bond test failure was due to the door ground wire was not attached to the ground post. The door ground wire was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a baxter technician determined the homechoice machine failed the ground bond test indicating a high resistance value between the homechoice and the ground bond on the power supply. Device failed during evaluation, no patient involved.